Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high results for sodium (na), potassium (k), and chloride (cl) on their au5800 chemistry analyzer. The customer reported three (3) erroneous results were generated. The erroneous results were not reported out of laboratory. There was no change in patient treatment reported. The customer reported calibration and qc (quality control) recoveries were within the laboratory's established ranges. Although the customer reported three (3) erroneous results were generated, data for only two (2) patient samples were provided.